Manufacturer narrative:
Pump was received with no audio on alarm due to broken transducer wire. Pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery, restart and operating currents tests. The backlight functioned properly. No humming noise when pressing the down arrow button noted. Pump rewound properly. No unexpected motor noise during rewinding noted. Pump had minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there is a humming noise in the pump every time the down arrow is pressed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the noise is from the movement of the piston. The customer was advised that the device would be replaced and to return the product for analysis.